Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h6- medical device ¿ problem code -corrected to code "1198." The device was returned to the factory for evaluation on 06/12/2023. An investigation was conducted on 06/21/2023. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The heater wire was observed to be flexed away from the hot jaw from the base to the tip of the hot jaw, with detachment at the tip of the hot jaw. There were no visual defects observed on the clear silicone insulation on both the cold and hot jaws. An electrical evaluation was conducted. A pre-cautery test was performed per the direction for use (dfu) with a reference cable, adapter, and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test; it produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. No excessive smoke or unusual odor was observed during the testing. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. An activation and transection capability test was performed over four (4) repetitions using "max life test method stm2048073 rev aa. The device successfully transected tissue four (4) times. No final testing was conducted due to the condition of the heater wire. Based on the results of the evaluation, the reported failure "electrical /electronic property problem" was not confirmed, but the analyzed failure "material twisted/ bent wire" was observed. The lot # 3000312496 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
Related to (B)(4). The hospital reported that during an endoscopic vein harvesting procedure the vasoview hemopro 2 timed out and wouldn't activate energy to the jaws. The harvester waited a full 2 minutes before continuing. Same problem. This issue happened in the leg of the patient. Power setting was at 3. No attempt to change the cord or adapter. A new kit was opened to complete the procedure. No procedural delay. No injury was reported.